Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was due to the proportional valve and solenoid valve.

Event description:
The manufacturer received information alleging a ventilator's active exhalation control module was faulty. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.